Event description:
On (B)(6) 2023 (B)(6) , employee of intuvie, received a call from (B)(6) , patient of (B)(6) cancer specialist , and the following call notes were documented: pt called in and said she got a system error last night around 11pm. She tried to get the pump working again but couldn't so she shut it off and just called our support line about it now. I told her with a system error the pump is unreliable and has to be swapped out for a new pump and that pump sent in for repair. I told her to go into her treatment center so they could change it out. She understood. No further details provided. Infusion took place at home. Patient involved. No patient was harmed. Device will be returned. On (B)(6) 2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.